Event description:
It was reported intermittent occlusion alarms occurred. The customer¿s blood glucose level was in the 300's. The customer reloaded the same cartridge to resume insulin without changing supplies. The customer experienced frequent occlusion issues but declined additional assistance.